Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information requested but not received.

Event description:
Related manufacturer reference number: 1627487-2020-33384. Related manufacturer reference number: 1627487-2020-33386. Related manufacturer reference number: 1627487-2020-33387. It was reported that the patient's lead revision (related manufacturer reference number: 1627487-2020-47703) was abandoned. Reportedly, the physician had great difficulty removing the patient's leads because they were intertwined with each other, as well as the presence of fibrous tissue around the leads. As a result, one partial lead and one contact was left implanted in the patient.